Event description:
Customer's daughter reported that due to customer not having her precision xtra blood glucose meter set up, she could not check her blood glucose. She further reported customer's glucose level dropped, her face was flushed and she became unresponsive. Paramedics were called and they checked her glucose (results not available), started an intravenous of unk type and encouraged the family to have customer eat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Because this event involved a training issue, no product investigation will be conducted. This is a final report. It should be noted: it is unk if this meter has ever been set up by the customer.